Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received functional and electrical testing. A visual inspection was performed. A short simulated therapy was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 106 (night drain #6) alarm occurred during the last fill of peritoneal dialysis on the homechoice. This alarm indicates that the patient drained greater than 190% of the maximum prescribed cycle fill volume. The technical services representative arranged a swap of the device. There was no patient injury or medical intervention reported. No additional information is available.